Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 700cc gel breast prostheses that both ruptured post implantation. Bilateral rupture was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 500cc gel breast prostheses on (B)(6) 2021. The removed breast prostheses were discarded following explant surgery. This medwatch report is for the patient¿s left breast prosthesis.